Manufacturer narrative:
The e602 analyzer serial number is (B)(6). Controls were acceptable. Alarm trace data did not show any relevant alarms. Per product labeling: "the calculated values for anti-hiv and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer." The investigation did not identify a product issue. The assay is performing as specified.

Event description:
The customer stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas 8000 e 602 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an hiv combi pt value of 0.2 coi (non-reactive). The sample was tested on an abbott point of care test strip for hiv 1/2 ag/ab combo and free hiv-1 p24; it was positive for the p24 antigen. The sample was repeated on the e 602 analyzer and the hiv combi pt value was negative. The sample was sent to another laboratory for confirmatory testing and the results for hiv-1 and hiv-2 were both negative. Hiv 1 and hiv 2 rna were undetected.